Event description:
Beckman coulter (bec) hotline support contacted the customer regarding "cartridge chemistry cuvette not dry before first reagent dispense" errors on the customer's unicel dxc 600 pro synchron system. Bec was alerted to the errors through the remote management system (rms), which indicated reagent probe b involvement. Working over the phone with hotline support, the customer found liquid under reagent probe b. The leak was contained to the instrument. The operator wore gloves, a lab coat and goggles; no injury or exposure occurred. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched. Working over the phone with bec hotline support, the customer found a loose fitting that attaches tubing to reagent probe b. The customer tightened the fitting to resolve the issue. (B)(4).